Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included underwater pressure testing and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis (pd) cassette set was leaking from the patient, heater, and supply lines. The leaks were observed during priming. To resolve the issue, the home patient (hp) restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.